Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter and a non-arrow syringe for analysis. Signs of use were observed inside the catheter body. Visual and microscopic examination revealed indentations on the inside and outside of the catheter hub. During functional testing, it was observed that the returned syringe was not able to thread onto the hub of the catheter due to these indentations. The returned syringe was unable to thread onto the catheter hub. A lab inventory, non-threaded syringe was inserted onto the hub and was flushed. Water was observed exiting the hub end and the distal. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines". The manufacturing facility was previously contacted as part of this complaint investigation. They confirmed that this damage likely was created during the molding or the tipping process during manufacturing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "exposure of arterial circulation to atmospheric pressure may result in entry of air into circulation". The report of connection issues onto the hub of an arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the hub of the catheter contained a notch on the inner and outer surface, which prevented a syringe from being connected. Likewise, these notches also resulted in fluid to leak back through the hub end of the catheter, which is not intended. Based on the customer report, the sample received, and the previous comments from manufacturing, this defect likely occurred during the manufacturing process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after crna placed the arterial catheter, they were unable to twist the artline tubing onto the catheter. This resulted in threading a wire through the catheter in order to thread the catheter off and place a different one over the wire. The tubing was able to be connected to the second catheter." There was no patient harm or irnjury. It was reported, "the patient did fine in surgery" however their current condition is reported as "unknown".

Event description:
It was reported "after crna placed the arterial catheter, they were unable to twist the artline tubing onto the catheter. This resulted in threading a wire through the catheter in order to thread the catheter off and place a different one over the wire. The tubing was able to be connected to the second catheter." There was no patient harm or irnjury. It was reported, "the patient did fine in surgery" however their current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).